Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement, basic occlusion, occlusion, prime, and no delivery tests could not be performed or the excessive no delivery alarms verified due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and then motor error. It was stated that they had changed the set three times but alarms would still happened. The customer received 3 no delivery alarms and 2 motor error alarms. The blood glucose at the time of the incident was 318 mg/dl. The customer was able to rewind. Blood glucose level the morning of the call was 350 mg/dl; which was treated with manual injections. The device was returned for analysis.